Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 3ml and was not contained within the instrument. The customer was wearing personal protective equipment of consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a leak caused by a hole in the black stripe tubing through pinch valve pv37. The fse replaced the tubing through pv37 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).